Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-25. H6: investigation summary: bd received one samples and 4 photos for investigation. The photos and sample were reviewed and the indicated failure mode for damaged hemoguard shield was observed. Additionally,100 retention samples from bd inventory, were evaluated by visual examination and the issue of damaged hemoguard was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged hemoguard shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, the device experienced missing component of product. The following information was provided by the initial reporter. The customer stated: piece of plastic on bd hemogard cap missing. The missing piece was found inside the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, the device experienced missing component of product. The following information was provided by the initial reporter. The customer stated: piece of plastic on bd hemogard cap missing. The missing piece was found inside the tube.